Event description:
It was reported that the patient experienced a fall and complained of their pacemaker "firing." Additionally, it was noted that the atrial lead exhibited occasional undersensing. No troubleshooting has taken place and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.